Event description:
Case description: this consumer report was received from a belgian consumer via a social media and concerns a female patient. She was injected with radiesse into the nasolabial folds, in (B)(6) 2025. Batch number and expiry date were reported as unknown. The patient was not pregnant. In 2025, after the radiesse injection, the patient experienced product migration and visible nodules. Her physician attempted three corticosteroid injections, but the nodules remained. The physician referred her to a colleague who tried to remove the largest nodule by making an incision inside her mouth, but there was no improvement. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were probably related to radiesse.

Manufacturer narrative:
Assessment by merz: the events occurred in vicinity to the injection site and within 6 months following injection, which is a long latency but possible. Injection site nodule (serious) and device dislocation (non-serious) are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. However, this is still a consumer case and medical confirmation, and further information on event details or a diagnosis are pending. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. In this case, surgical intervention was performed in addition to corticosteroid injections with an unresolved outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on possible temporal and local relationship. The case is considered as serious with the serious event injection site nodule because surgical intervention was deemed necessary to prevent a permanent damage.